Manufacturer narrative:
Manufactures investigation conclusion: the system controller was returned for evaluation, was functionally tested using the laboratory equipment and was found to function as intended. A full functional test was performed, and the controller passed all test steps. The system controller operated for extended period of time while connected to a mock circulatory loop with no adverse events or alarms noted. The data log file was successfully retrieved and contained multiple power resets. There were various alarm conditions recorded including pump disconnected, power cable disconnect, low voltage advisory, low flow hazard and motor stopped. The investigation was unable to determine if these events were created after the reported routine heart transplant and a correlation between the events and the returned system controller was not identified. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient underwent a routine heart transplant at (B)(6) on (B)(6) 2018. The investigation of the returned system controller serial number (B)(4), returned for evaluation, revealed various alarm conditions recorded in the log file, including pump disconnected, power cable disconnect, low voltage advisory, low flow hazard and motor stopped.